Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. Only one needle presented on deployment. Fluoroscopy showed that the other needle presented outside the barrel. At some point the device sheath separated at the crimp ring. It wasn't clear from field info at what point in the procedure separation occurred. Needle back down was not successful. A vascular surgeon was called to the cath lab to perform device removal and vascular repair. Surgery was successful and the pt did fine. The vascular surgeon noted that the vessel was severely scarred at the point of entry and that the device had been caught in the scar tissue. The cardiologist noted in retrospect that this pt probably was not a good candidate for pvs closure related to the amount of scar tissue present.